Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (ldc). As a result, there was pacing inhibition for more than three seconds. High pacing thresholds were also noted. Other than asystole and dizziness, no additional adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).